Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with a stopcock attached to the hub. There was blood in the inflation lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 0.5mm from the proximal edge of the distal markerband was revealed. Microscopic examination presented no irregularities in the markerband that could have contributed to the damage. Microscopic examination presented no damage or irregularities with the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 8mm emerge¿ balloon catheter was used for dilation. However, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 8mm emerge balloon catheter was used for dilation. However, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.